Manufacturer narrative:
(B)(4) the IFU instructs the user to secure catheter with primary catheter fastener.

Event description:
The customer alleges that the guide was attached on the skin with stitches via the additional housing. While the patient was seated on her bed, the guide slipped into the housing and fell. The patient was placed in a lying position and a new device was used without issue. No clinical consequence to the patient.

Manufacturer narrative:
(B)(4). Returned were a catheter and a box clamp. The clamp was not on the catheter. Review of photo submitted with the complaint shows there are sutures on the clamp/clamp fastener, but not on the suture wings on the juncture hub. The catheter and clamp appeared typical. The clamp and clamp fastener were attached to the catheter 10 cm from distal tip. The catheter was tugged from either side and remained secure in the clamp. A two pound force was applied to the distal extension line for 30 seconds. No catheter movement was observed. The report that the catheter migrated in the clamp could not be confirmed through examination and functional testing of the returned sample. No problem was found on the returned sample. A device history record review did not reveal any manufacturing related issues. No further action will be taken.

Event description:
The customer alleges that the guide was attached on the skin with stitches via the additional housing. While the patient was seated on her bed, the guide slipped into the housing and fell. The patient was placed in a lying position and a new device was used without issue. No clinical consequence to the patient.